Manufacturer narrative:
Additional information was provided from the from customer biomedical engineer that the mx40 did not burn the patient involve. The patient reported getting warm, similar to how a laptop overheats, and the device was removed and replaced. The batteries were hot to the touch and swollen, broken through their protective seals. It was confirmed there was no harm to the patient. The remote service engineer (rse) spoked with the customer, and it was confirmed there was no fault or failure alleged by customer. Customer was requesting documentation/information on product. The rse provided the customer the information as requested. They also tested the device for four hours with no issues and no overheating. Based on the information available and the testing conducted, the cause of the reported problem was not replicated. The reported problem was not confirmed. The customer was provided information regarding the product. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened. After further investigation, with no patient harm, this complaint is not a reportable event with philips. The risk of overheating is described in product labeling and overheating is easily detected and the specified use is not to be in direct contact with the skin, per the labeling. This report is deemed non reportable.

Manufacturer narrative:
The fse went onsite to perform evaluation. No issue was found with the unit, and it did not heat up after 4 hours of continuous use. The investigation is still in progress. A follow up report will be submitted once the investigation is complete.

Event description:
It was reported, the device overheated, the transmitter got hot, and the patient sustained a slight burn. The aa battery expanded inside the transmitter and the coating is peeling off. The patient was moved to another system for the procedure. No other clinical information or medical intervention was reported; therefore, good faith efforts are being performed.